Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device.  If explanted, give date: not applicable as this is not an implantable device.  All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that lens was scratched, stuck in cartridge and was partially inserted in patient¿s left eye. There was no vitrectomy, no sutures and no incision enlargement required. Lens with same model and diopter was used as replacement for the patient. Patient has recovered. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 11/26/2019. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using microscope magnification was performed. No lens was observed stuck in the returned cartridge. The cartridge tip was observed deformed and cracked. The complaint was not verified.the unit was handled for surgical use. Based on the evidence observed, the cartridge has not been affected by the manufacturing process. No product deficiency was identified. Manufacturing record review: he manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no additional investigation requests was received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.